Manufacturer narrative:
Exact date of the reported adverse event is unknown with currently available information, (B)(6) 2017, the date this literature was published, is determined to be the date of event. A review of the manufacturing records for the device could not be conducted as item- and lot numbers of the device were not available. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to aneurysm enlargement.

Event description:
In a literature review, the following information was obtained. M, hashimoto., et al (2017). "Comparison of treatment results between patients implanted with excluder devices and patients with endurant devices." Japanese journal of cardiovascular surgery. From january, 2010 to december, 2015, the total of 158 patients underwent endovascular repair of abdominal aortic aneurysm. Of those patients, 51 patients were implanted with gore® excluder® aaa endoprostheses (item/lot numbers of the devices are unknown) with their average age of 72.9 years old. Among those patients, aneurysm enlargement was reported.